Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardiac monitor was double counting wide qrs and classifying them as tachy events. Programming changes were made to try and mitigate the issue. A more recent remote transmission revealed noise on the device. The patient presented in clinic, but the device was unable to be interrogated. Physician was considering replacement of the device. The patient has remained stable throughout the event.